Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal infumorph (concentration and dose unknown) via an implanted pump for non-malignant pain, failed back surgery syndrome, and other chronic/intact pain (trunk/limbs). It was reported the patient's pump got infected and needed to be explanted and moved to the opposite side of the body. It was noted the pump they implanted him with was dirty and gave him a staph infection. It was reported the pump came out first then the ins because the infection crept around the ins (see pe-703513559- ins infected). A staph infection was confirmed, and the event date was 2017 (specific date not reported; however the date of implant was (B)(6) 2017). Additional information was received from the patient and they reported they had spinal meningitis two years ago, relative to (B)(6) 2019 date of the call. A total system explant occurred. It was also reported the pump was the only thing that relieves the pain level in his back. No further complications were reported/anticipated or expected.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. The patient had been fighting an infection for about a year.